Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that before a knee arthroscopy anterior meniscal repair, when opening the package, the suture retriever set of the meniscus mender ii was broken on the shaft. There was no significant delay and a backup device was available to complete the procedure with no complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Corrective actions have been initiated and are ongoing for the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.